Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Concomitant medical products: 439878 lead, implanted on (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately two months post device replacement of the cardiac resynchronization therapy defibrillator (crt-d) a suspected infection occured. The crt-d system was explanted and a temporary right ventricular (rv) lead was implanted. No further patient complications have been reported as a result of this event.